Event description:
Caller reported that the indicated battery charge decreased by 25 percent rapidly, but this did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.